Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, (B)(6).

Event description:
It was reported that the patient was not getting adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned and remained implanted. The patient was doing well postoperatively.